Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the programmer system analyzer communication was lost with the programmer base and tablet operating system. It was noted that pacing continued. Approximately 10 seconds later transmission resumed and electrograms were displayed again, however it was not possible to turn off the pacing as the on/off option was gone and the mode was set to "???" With an interlock sign. The programmer had to be manually changed to ventricular demand pacing (vvi) mode in order to function again. The programmer remains in use. No patient complications have been reported as a result of this event.